Event description:
Missed injection "[product dose omission issue]" device failed to deploy - the needle did not penetrate through his clothing/product malfunction "[device deployment issue]" . Case narrative: this initial spontaneous report concerns of events product dose omission issue and device deployment issue in a male patient (age and race were not reported) from the united states. The patient¿s age at the time of events experience was not reported. On 13-jun-2026, amneal pharmaceuticals received information from patient¿s wife via an email concerning above mentioned adverse events experienced by the patient while epinephrine injection (auto-injector). On (B)(6) 2026, the patient was being treated with epinephrine injection (auto-injector) 0.3 mg (lot g250210x, exp: 31-oct-2026) (dose and frequency) via subcutaneous route for symptoms of anaphylaxis, including shortness of breath and hives. Concurrent conditions included anaphylaxis (including shortness of breath and hives). The patient was allergic to wasp, bee, and similar insect stings (diagnosed in (B)(6) 2025). Concomitant medication, medical history, history of procedures, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. On (B)(6) 2026, at approximately lunchtime, the patient was stung by a wasp while in his driveway. Shortly after the sting, he experienced symptoms of anaphylaxis, including shortness of breath and hives. The patient called emergency services and attempted to administer his epinephrine auto-injector (epipen). The patient administered the device to the outer thigh through clothing, as he had been instructed that administration through clothing was acceptable. However, the device failed to deploy, as the needle did not penetrate the clothing, and no medication was delivered. Due to this malfunction, the patient retrieved a second epipen. He removed his clothing and successfully administered the second injection. Last action taken with epinephrine in relation to product dose omission issue and device deployment issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue and device deployment issue were unknown. The reporter did not provide causality of product dose omission issue and device deployment issue with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.